Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Damage was caused by improper use. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had a console fall and damage occurred during 5.5 support that was escalated from the cp. A backup console used to complete the procedure. Multiple purge disc ruptures resulted in leaks. No intervention was specified. No patient harm was reported.